Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02293. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had vaginal mesh excision due to erosion on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported patient underwent first excision of mesh on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported under subsequent findings & treatment that bladder problems from surgery (B)(6) (mesh/mesh/cysto). Revision on (B)(6) because problem with bowels since surgery with constipation, pain, rectal spasms also d/c yellow/brown with odor. Graft extrusion, status post anterior mesh and retropubic mesh with bacterial vaginitis. It was reported on (B)(6) 2008 popq examination remains completely corrected and the area of graft erosion and extrusion is completely healed at this time with no graft material evident in the vagina. CT examination of the abdomen and pelvis was performed on (B)(6) 2010 and a comparison was made with prior exam (B)(6) 2008. Mild sigmoid colon diverticulosis without features of diverticulitis. Small calcifications are noted in the left ovary. Possible small right adnexal clip. It was reported on (B)(6) 2011 surgeries performed were vaginal mesh excision, complicated by large size and extent of erosion, anterior and posterior colporrhaphy, vaginal extraperitoneal colpopexy via bilateral ( 50 modifier) iliococcygeal fascial suspension, cystourethroscopy with placement of suprapubic tube for anticipated temporary voiding dysfunction. (B)(4).

Manufacturer narrative:
Date sent to FDA: 2/20/2017. It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). It was reported that after implantation patient experienced pain, erosion, extrusion, recurrence, bleeding, infection, dyspareunia, urinary and bowel problems. It was reported that patient underwent mesh excision due to erosion by implanting surgeon on (B)(6) 2008 and on (B)(6) 2011 . (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.